Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinders and pump replaced due to a tear in the cylinder. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, product analysis was unable to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ipp cxm inflate/deflate pump was leak tested and visually inspected and examined using a microscope. The pump kink resistant tubing (krt) was worn down to the filament; the outer layer of pump bulb was worn that was a result of wear against the pump strain relief krt junction; no leaks were found. This wear would not affect the functionality of the device. Product analysis was unable to identify device malfunction with the returned pump. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. The kink resistant tubing (krt) of both cylinders were identified to be cut down to the input tube junction; no tubing was returned for analysis. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a leak in the proximal cylinder body that was the result of a sharp instrument damage which most likely occurred during the explant surgery; a hole was present. Cylinder 1 was not pressure tested due to the identified leak. Cylinder 2 passed the leak and pressure tests performed. Product analysis was unable to confirm the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause not established was chosen as the cylinder was identified to be damaged by a sharp instrument most likely during explant. It will be considered a secondary failure. Therefore, the most probable cause could not be confirmed.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis cylinders and pump replaced due to a tear in the cylinder. Following the surgery, the patient was stable, improved and the event resolved.